Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads and a broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with 8 units of insulin. Customer felt sick and left the gym due to their high blood glucose. Troubleshooting for cosmetic damage was performed. Customer advised a piece of the reservoir compartment broke off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.